Manufacturer narrative:
The stretched coil was returned entangled around the hoop dispenser while protruding outside the distal tip of the green introducer and at the distal tip of the skive. The proximal end of the coil was found to be stretched. Due to post-procedural handling and packaging of the coil it cannot be determined how much of the damage occurred during the procedure. There is mechanical sheath damage at the coils protrusion site. Located at the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured with the damaged edges raised above the surface plane. The locking mechanism has compression and stretching damage. There are three possible contributing factors to the resheathing difficulty that caused the coil and delivery wire to protrude outside the sheath. These factors may have worked in tandem or separately with each capable of producing similar results. The primary contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the delivery wire and the coil to protrude and for a portion of the coils stretching damage to occur outside the sheath while being anchored by the skive. In this condition the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the prowler 14 and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. The secondary contributing factor may have occurred if the resheathing tool was advanced onto the proximal end of the green introducer as mechanical sheath damage was found at the protrusion site next to the clear/green junction. When the resheathing tool was retracted for coil removal the tool may have damaged the sheath allowing the core wire and coil to protrude outside the sheath. In this condition the coil cannot be resheathed. If this occurred, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿. Continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool, leaving approximately 1 inch of the unsheathed introducer sheath still visible.¿ the third contributing factor may have occurred if the coil was being resheathed in a manner different than the one outlined by the IFU. If this did occur then for optimum product performance and to prevent potential complications, the IFU recommends, ¿when necessary, the codman microcoil system can be reloaded into the introducer sheath using the re sheathing tool. Loosen the rhv. Using the fluoroscopic guidance, retract the microcoil from the aneurysm back into the microcatheter. Locate the introducer tip. Grasp the introducer tip with your left hand and the resheathing tool with your right hand. Pull with your right hand while holding on the resheathing tool towards the connector. This will start the resheathing of the coil and the dpu pusher wire. When the resheathing tool reaches the end of the introducer sheath, replace the introducer tip back inside the rhv. Tighten the rhv. With your right hand, grasp the connector and continue to pull the dpu wire out of the sheath until coil is completely inside the distal end of the introducer tip. Loosen the rhv and remove the introducer. Fig. 6: pulling back the dpu wire hub connector¿¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although a definitive conclusion cannot be made, based on the analysis, it appears that procedural factors related to the unsheathing and resheathing processes as addressed in the IFU are possible factors contributing to the event. It cannot be determined how much of the coil¿s stretch occurred during the procedure and how much occurred during post procedural handling. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The deltamaxx coil (dmx18206020/c17817) was inserted into the rotating hemostatic valve (rhv) and then through the prowler 14 microcatheter (details unknown) and advanced easily for an embolization of an internal carotid artery aneurysm, unfortunately the coil needed to be re sheathed and removed from the microcatheter for one of a different size and when the doctor went to re-sheath the coil it could not be re-sheathed. The device positioning unit (dpu) ¿jumped the track¿ meaning it came out of the introducer sheath and because of this it could not be re inserted. There was no obvious damage to the introducer sheath and there was no delay to the procedure. Patient's condition was stable at the time of the report. Other products used were envoy da (details unknown). No patient information provided. Failure analysis discovered that the coil was returned with the proximal end stretched.